Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a follow-up, high pacing impedance, loss of capture, and oversensing were observed on the right ventricular (rv) lead. The device was successfully reprogrammed to resolve this event. The patient was stable with no adverse consequences.